Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Correct product is reported under 0001825034-2023-02717.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Correct product is reported under 0001825034-2023-02717.

Event description:
It was reported that the patient underwent an initial procedure on sep 17, 2023. Subsequently, approximately 1 and a half months post-implantation the patient was revised due to a dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. Durasulâ®, alpha insert, hooded, mm/28 item#0100013313, lot#2868152. 28mm cocr mod hd +6mm no skirt item#163638, lot#j7406499. Multiple MDR reports were filed for this event, please see associated reports: medwatch: 0009613350-2023-00648. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.